Manufacturer narrative:
The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection observed scratched lid and bezel. Functional evaluation revealed there is no output voltage from the flow 50 wand. The complaint was confirmed and the root cause is associated with an electrical component failure. Factors, unrelated to the design or manufacture of the device which could have contributed to the complaint event, include a power surge in the controller or failure of an internal component. There are no indications to suggest that the device/product did not meet specifications upon release into distribution.

Event description:
It was reported that the werewolf controller was not working. No case reported; therefore, there was no patient involvement. Results of investigation have concluded that this unit did not have no output voltage from the flow 50 wand, which makes it a reportable event.